Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that during an upgrade procedure the atrial lead was observed to be full of blood. When the lead was screened, it appeared the helix was not extended. The lead was explanted and replaced. There was a good patient outcome.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).